Event description:
Pt was implanted with matrix hardware for degenerative disc disease (spondy at l5) on (B)(6) 2011. Follow up x-rays showed the right l5 locking cap has disengaged form the screw head. The left l5 screw was noted as loose. All other locking caps were tight. Surgeon plans to remove all matrix hardware and revise pt to competitor's hardware. This is the 1st of 6 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.